Manufacturer narrative:
This report is submitted july 26, 2018.

Event description:
Per the clinic, the patient developed an infection due to a granuloma, following suture removal and was administered oral and IV antibiotics (date not reported). Subsequently, the patient underwent revision surgery to have the granuloma removed and the sutures replaced.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018. The patient was not reimplanted with another device.